Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg on (B)(6) 2024, which is off-label usage of the device. On the same day, it was reported that the patient started vomiting. The bg meter was reading 40 mg/dl and then 58 mg/dl. No cgm comparison reported. At this time, the patient¿s parent administered glucagon (0.5mg) to the patient and called 911. Once ems arrived, the patient was transported to the ER. The following day, the patient¿s bg levels were high (450 mg/dl) due to the glucagon given to him the night before. No cgm comparison reported. No treatment details from the patient¿s hospitalization were reported. The patient was discharged home after 3 days. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.